Event description:
The recipient is reportedly experiencing pain at the implant site. The recipient was treated with antibiotics (type unknown). A review of the recipient¿s test data indicated impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: section d.9. The recipient has reportedly healed after surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly explanted due to mastoiditis. The recipient was prescribed antibiotics (type unknown) after surgery. The recipient was not reimplanted. The recipient has reportedly recovered. The external visual inspection revealed that the electrode was severed. Slices in the silicone were also observed on the bottom cover. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.